Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with a lowest recorded blood glucose of 54 mg/dl during the early learning period of the system; the user consumed approximately 30 grams of oral carbohydrate and levels subsequently rose to 95 mg/dl, and no alerts or alarms were reported. Symptoms included dizziness and sweating. Outcomes included resolution of the low without medical intervention or hospitalization. Investigation included complaint handling, troubleshooting, and user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with potential contributing factors including recent device onboarding and increased nighttime physical activity due to a new work schedule. It was concluded that the device function was not confirmed to be at fault and that user counseling on monitoring and consistent meal announcements during the learning period was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.